Event description:
A customer reported that unexpected negative results were obtained with the antibody screening assay for a patient sample containing an anti-jka and anti-k.

Manufacturer narrative:
A review of the image result files showed the reactions appeared as reported by the instrument. Capture-r ready indicator red cells, lot 221026, expired prior to complaint being received. Previous in-house testing performed with this lot resulted as expected with in-house donors. No product deficiency was identified. We were unable to determine if the customers vial had become compromised. Expired.